Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid. One positive control (cov-2_pos) and one negative control (cov-2_neg) were included in the run. No error codes or flags were displayed for the controls. The review of the data demonstrated that the assay software and the abbott realtime sars-cov-2 amplification kit (list 09n77-090) lot 512925 is performing as expected. The assay reagents performed as expected and met the assay specification requirements without any error codes. There is no indication that lot 512925 is performing outside of established design performance specifications. Quality data review: the device history record (DHR) review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 512925 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 512925 and its components. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 512925 and its components. The review did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review performed for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-090) lot 512925 did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-090) lot 512925. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-090) lot 512925 was not identified.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
On (B)(6) 2021, customer reported one discrepant result of false positive on their realtime sars-cov-2 assay. Customer stated the samples were tested by abbott assay generating positive result, but when retested in another lab, the result was negative. The molecular application specialist (mas) reviewed the runs and identified that the amplification curves showed the sample had a late cycle threshold value on the border of detection, but despite that, internal control curve and max ratio value were in an appropriate range. The result did not have any warning flags or errors. It was explained to the customer that the reason of discrepancy may be due to a different limit of detection. The system is operating as expected and customer has accepted instrument for use. The false positive result was not reported outside the lab. Therefore, there has been no impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in albania using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.